Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received and it is awaiting investigation. (B)(4).

Event description:
A customer reported loss of phaco power during a surgery. Additional information and product sample have been requested for this report.

Manufacturer narrative:
A review of the device history record shows that the product was built and released per specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. In regards to the console and the handpiece used during the reported event; no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).